Event description:
It was reported that the patient presented for follow up after an episode of syncope. The implantable cardioverter (ICD) had unsuccessfully delivered an initial shock for ventricular tachycardia. The patient¿s rhythm decayed into ventricular fibrillation and the device successfully converted that patient back to sinus rhythm after a second shock was delivered. The patient was scheduled for device upgrade, and the device was replaced with a bi-ventricular ICD. The patient was discharged.